Event description:
Dealer reported that the springs for the mattress on a 5310ivc semi electric bed are coming through the mattress, caused end user to cut himself. Dealer stated that the end user reported that there was blood on the mattress due to the cut. No medical attention alleged.